Manufacturer narrative:
The insulin pump had no button error alarm noted. The insulin pump had no button response due to corroded keypad traces. The insulin pump had a scratched display window, moisture damage on electronic assembly and moisture damage on motor. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed button error. The customer stated he fell into the pool, pump seemed to be working but he is having problems with his buttons. Customer's blood glucose was 182mg/dl. Customer stated the scroll bar is not moving with no input. Customer stated there is no response from any button. Advised customer the insulin pump will be replaced and revert to back up plan.